Event description:
New information indicated the lead continued to exhibit noise with auto mode switch episodes. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise that caused false auto mode switch episodes due to oversensing. The patient also experienced pocket stimulation. The lead was reprogrammed and remained implanted.